Event description:
Related manufacturer reference number: 2017865-2020-08119. It was reported that the pacemaker and right ventricular lead both exhibited failure to capture from the programmed output pulse and the backup pulse. The patient was dependent and exhibited both pre-syncopal and syncopal episodes as a result. There were no electrical anomalies noted with the lead. The pacemaker system was explanted and replaced. No other patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08119. It was reported that the pacemaker and right ventricular lead both exhibited failure to capture from the programmed output pulse and the backup pulse. The patient was dependent and was presyncopal during the episode. There were no electrical anomalies noted with the lead. The pacemaker system was explanted and replaced. No other patient symptoms were reported.